Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Pt's height was reported as 156cm. It was reported that after medication the ulcer was cured. No info was provided regarding what treatment was used to cure the ulcer. A quality eval was performed on (B)(6) 2011. No returned product was received by third party manufacturer at the time of investigation. A review of the batch record and retain eval could not be performed without a lot number. A review of complaint trend for previous 12 months was performed and there are total of two complaint of this type for this device. No non-conformance or capas relating to the primary reason for contact for this device were found in the non-conformance reporting system for the previous 12 months of case creation. Based on the investigation conducted, this complaint is not conformed. No additional pt/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site, a return sample for eval is not expected. Should additional info become available follow-up report will be submitted.

Event description:
It was reported device fell off by itself. When complainant tried to reinsert the device, anal ulcer was confirmed. The complainant reported anal ulcer size to be 20mmx5mm.